Event description:
(B)(4). Extreme pelvic pain, anxiety, depression, and severe all over body pain. Joint pain and numbness and tingling. Problems with teeth, migraines, blurred vision, heavy menstrual bleeding and cramps.

Event description:
(B)(4). Brain fog.

Event description:
(B)(4). After suffering from severe all over body pain and inflammation, I have now received a diagnosis of fibromyalgia. Thanks essure. The awful gift that keeps on giving.

Event description:
(B)(4). Dental problems have been worse since getting essure placed. No matter how often I brush or floss I keep having problems. Hysterectomy is scheduled for (B)(6) 2016.

Event description:
(B)(4). I was implanted in (B)(6) of 2013. Since then, I have also gained 50 lbs and no matter how hard I try have been unsuccessful in losing weight. My vision is effected tremendously and has caused me to have to go to a specialist to see why my prescription keeps changing so drastically. Bleeding is occurring even when not menstruating in large amounts. Pain in hands, legs, pelvic region, and legs to the point of not being able to function. Brain fog and loss of short term memory.